Event description:
The customer reported that the IV pole insert in the table top was broken. The philips field service engineer (fse) was informed that the IV pole insert came free, allowing the IV pole to fall. The fse confirmed that the IV pole did not hit the pt and there was no harm to the pt or operator. The customer discontinued using the IV pole insert until it was repaired.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).